Event description:
On 3/24/06 during fiber optic bronchoscopy, mediastinoscopy, left thoracotomy, wedge resection, left upper lobectomy and lymphadenectomy after first firing of the stapler, staple line not closed properly, a second attempt was tired with the same stapler and reload was successful.